Event description:
It was reported the patient¿s pump was doing its jobs to help with his lower back pain, but the patient was since suffering erectile dysfunction. The patient wondered if other people had this issue as well. The medication being delivered via the pump was dilaudid. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).